Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, user had an issue with accessing controlled item lorazepam 2mg/ml injection in fridge. Nurses had apparently overridden this item quite a lot despite the order being active and properly assigned to the fridge key. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not access the controlled item. A technical support specialist (tss) noted frequent recent overrides despite the order being active and correctly assigned to the fridge key. Upon review, the last transaction showed the item was accessed properly with no overrides. Further the tss advised having nursing staff contact support before issuing the medication so we can observe the process in real time and identify any workflow errors. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, user had an issue with accessing controlled item lorazepam 2mg/ml injection in fridge. Nurses had apparently overridden this item quite a lot despite the order being active and properly assigned to the fridge key. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.